Manufacturer narrative:
The full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the helix is bent, this could contribute to rotation issue, accurate measurement not possible. The analyst commented that the lead passed introducer test. Tissue visible inside helix. Lead is stretched and the proximal conductor is distorted at 17.5, 18 and 18.5cm, damaged at implant attempt. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead would not retract with counter clockwise rotations and traction. The lead was finally removed with extensive traction damaging the lead. A new lead was implanted instead. No patient complications have been reported as a result of this event.